Event description:
Found in needle-tip foreign object, details attched jpg.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. It was reported there was a foreign object in the needle tip. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly connected to a syringe with no plastic shield. The needle is over a black background and next to the needle there is a small white square. No other information could be obtained from the photo. A device history record review was completed for provided material number 305107, lot 2363616. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Patient problem code: f27 ¿ no patient involvement device problem code: a180104 - device contamination with chemical or other material.